Event description:
Reporter noted a piece of fiber optics like material came out from inside the distal end of the metal sheath while in the patient's eye. Doctor was unable to retrieve particle; stopped the procedure. Single-use probe had been re-used in this case.